Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the patient¿s condition was critical, and the patient was maxed out on pressors with systemic vascular resistance of 410. The patient was oozing blood everywhere and one unit of packed red blood cells was administered. Additional information noted the patient care was withdrawn by the family, and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.